Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 578 mg/dl. The customer was treated with manual injection. Customer also reported other blood glucose was 292 mg/dl, 458 mg/dl, 489 mg/dl, 228 mg/dl, 353 mg/dl. The customer's current blood glucose is 386 mg/dl. Customer also reported that air bubbles in the reservoir. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.